Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0399 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported at the end of the infusion of the last physiological lavage after chemotherapy, appearance of modest swelling around the insertion site of the PICC cvc, non-painful, non-erythematous and warm. Little fluid leaking from the cvc insertion site, there is fissuring of the cvc above the insertion site. The device was used to administer a paclitaxel protocol to the patient. Following the administration of paclitaxel, the patient had a complete flush of 250 ml nacl solution 0.9%. During the subsequent washout (for the conclusion of the treatment cycle) the described episode occurred. The reporting nurse specifies that the PICC cracking is in a section that was inside the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed just distal to the 31 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were somewhat rough but rounded and polished due to repeated material wear, evidence of kinking at the corners of the split ¿c¿-shaped impressions and an unusually lustrous catheter surface leading into the fracture site due to repeated rubbing of the catheter material against itself overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported at the end of the infusion of the last physiological lavage after chemotherapy, appearance of modest swelling around the insertion site of the PICC cvc, non-painful, non-erythematous and warm. Little fluid leaking from the cvc insertion site, there is fissuring of the cvc above the insertion site. The device was used to administer a paclitaxel protocol to the patient. Following the administration of paclitaxel, the patient had a complete flush of 250 ml nacl solution 0.9%. During the subsequent washout (for the conclusion of the treatment cycle) the described episode occurred. The reporting nurse specifies that the PICC cracking is in a section that was inside the patient.